Manufacturer narrative:
Evaluation of the returned used device, item sh127-105-25, found blade damaged and broken at the teeth. A root cause cannot be determined; however, based upon the evaluation, a possible cause could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame 16,039 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Do not use burs for plunge cutting. Injury or damage may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the sh127-105-25 hall primecut cassette, 1.27 x 105 x 25 mm, device was being used on (B)(6) 2026 during an unknown procedure when it was reported "while in a case this morning, we had another part of the sh127-105-25 blade break off at the teeth.". Further assessment questioning found that that the device did fragment into the surgical site and was removed with the use of a suction tube. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the sh127-105-25 hall primecut cassette, 1.27 x 105 x 25 mm, device was being used on (B)(6) 2026, during an unknown procedure when it was reported ¿while in a case this morning, we had another part of the sh127-105-25 blade break off at the teeth.¿. Further assessment questioning found that the device did fragment into the surgical site and was removed with the use of a suction tube. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined; however, based upon the photographic evidence, a possible cause could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Do not use burs for plunge cutting. Injury or damage may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.